Event description:
Customer reports protime inr 2.4 vs another protime inr 3.5 and lab inr 3.8. Customer instructed by doctor to discontinue use of protime due to the questionable results. No report of adverse events, serious injury or intervention.

Manufacturer narrative:
(B) (4). Manufacturer evaluation / investigation currently in process.